Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and the root cause cannot be determined.

Event description:
The battery it is not registering the battery whatsoever even with a new one inside. The event occurred during testing.